Manufacturer narrative:
Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was in pain for the past 10 - 15 minutes before the report. The patient was uncomfortable. He was feeling stimulation and it was on. Five days later, it was reported that the patient had excruciating pain after the implant surgery. It was stated that " they did the surgery on his neck, to get wires in and he had arthritis up there. .... If he had known he would not have done this." The patient also had experienced spasms and pain and was taking valium and pain medications. It was stated that "the patient was knocking himself out / not staying awake long enough to drink enough fluids and became dehydrated and his blood pressure went down." The patient got so weak, the reporter couldn't get him off the floor. The patient went to ER and was admitted to the hospital five days prior to the report. It was stated "they put the patient on antibiotics because they didn't know for sure." The patient was seen by a manufacturer's representative in the hospital four days before the report and tried to get stimulation working. The patient was in such pain "he didn't want to do it any longer." The patient was released from the hospital two days prior to the report. The patient was ok at the time of the report and calmed down. The patient was "upset because he wanted instant relief from the stimulation." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.